Manufacturer narrative:
(B)(4).

Event description:
It was reported that the event involved a (B)(6) male patient, (B)(6) while in the surgery department during use. The md inserted the iab-05840-lws through the sheath via left femoral artery without issue. After placement the light bulb icon legend did not show on the screen and the fiber optic was unable to function. As a result, the physician switched to a pressure transducer and continued intra-aortic balloon pump (iabp) therapy successfully for approximately 20 hours until the intra-aortic balloon (iab) was found broken. As a result, the iab was removed and a new iab was inserted via the same insertion site successfully. Iabp therapy continued as planned. There were no alarms that occurred and no pump strips available for review. There was a delay or interruption in therapy noted which caused harm and complications to the patient. The patient had a suspected stroke and the patient's right hand is not active. There was no report of patient death. The patient outcome is the patient is being monitored. Additional information received on "01dec201" stated that blood was observed in the helium line. Once the iab breakage was found, the physician removed the iab and sheath together as one unit successfully and it was an approximate 30 minute delay. There is no update on the patient's condition.